Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal evolution device failed to deploy properly and the suture broke during deployment pull-back. The compaction tube stayed within carrier tube and upon pullback by the md, the suture broke. The md completed closure with device. Patient was reported to be a candidate for angio-seal closure. The patient was unaffected, and the procedure was completed without incident. There were no other devices or equipment used with the device. Additional information received february 4, 2019. The procedure being performed was a kidney embolization. A pre- deployment angiogram was performed. The patient was in stable condition. A 6fr sheath was used. Deployment was achieved manually by the md. The device was pulled back and there was no tension felt on pullback, as the suture was not attached to device. The md manually held the suture tight and manually tamped with tamper tube for a successful deployment and closure. Hemostasis was achieved by the md manually configuring the device for a successful closure. The compaction marker was visible during the pullback.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.